Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller inquired about if the setscrew of the ins had to be loosened before inserting the lead into the header block. Caller stated the physician believed that it did and therefore, loosened the screw but then backed it all the way out and couldn't get it back in. Caller stated ins did not touch the patient at all and they had to open another ins to complete the case. Agent reviewed lead can be inserted upon opening the implantable neurostimulator, no loosening of the setscrew is required.